Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.9 inr, retention meter and customer strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.2 inr, retention meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 5 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek pro ii meter serial number (B)(4) compared to the acl top laboratory method. The patient was tested 3 times using different fingers on the meter with results of 6.7 inr, 3.3 inr and 2.4 inr. The customer didn't believe these results so the patient was sent to the laboratory where the result was 3.52 inr. All results were obtained within 7 hours of one another. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Relevant retention test strips (lot 364253) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.